Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) has a damaged upper display. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h8 (usage of device), g2.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation finding).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation conclusions ).

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge filed service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) fse found a damaged upper display and IV pole. Damage is not affecting functionality at this time. The fse replaced damaged upper display (0160-00-0127), but quote for replacement IV pole was declined by customer. All functional and safety test performed. Device was returned to customer. There was no patient involved. Failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0127 sn: (B)(6) display. This part was received with a reported unit failure message of upper display damaged. Performed visual inspection of this parts received and found the saline on back side of display on board. Please see attached picture. The fat dept. Verified the failure message of damaged upper display. Retaining display in the fat dept. Per procedure (B)(4) rev at. The most probable root cause for the reported failures per the dfmea is excessive stress or fatigue and loss of ingress protection.

Event description:
N/a.